Event description:
Follow up information received that the patient had the ipg explanted and replaced.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
(B)(4).l sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient did not recharge the ipg as recommended. Surgical intervention may be pending to address this issue.